Event description:
It was reported that this inflatable penile prosthesis (ipp) presented with deflation issues. The patient stated that during intercourse, his implant would start to deflate. Fluid loss due to a hole in one side of the cylinders was noted. The ipp was explanted. There were no patient complications reported.